Manufacturer narrative:
The customer contacted a siemens customer care center and reported a falsely elevated vitamin b12 (vb12) result. The customer reported that quality control (qc) recovered within range prior to running the sample and discovered that qc recovered outside of range after the sample was processed. Service method tests were performed on the instrument and several mix and alignment tests recovered unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 1 (r1) mixer, adjusted the value of the bottom of cuvette correction, auto-aligned sample 1 (s1) and reagent (r1), and ran the r1 mixer diagnostic align program and quick check, which were acceptable. Siemens reviewed the cse actions and concluded that the r1 mixer malfunction contributed to the falsely elevated vb12 result. Siemens followed up with the customer regarding the instrument performance post service, and the customer indicated that qc and patient results have been recovering acceptably. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin b12 (vb12) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument and resulted lower than the discordant result. The repeat result was reported as the correct result, to the physician(s). Two days later, the sample was repeated on the initial instrument and the result recovered lower than the falsely elevated result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vb12 result.